Event description:
It was reported that during a pta/stenting treatment procedure involving the superficial femoral artery (sfa), stent deployment difficulties were encountered. The customer stated that he experienced "premature deployment at prep - outside of patient. First sentinol unsheathed outside the patient. Got another sentinol and catheter collapsed, kinked as trying to advance into patient. Used an express and stent came off balloon inside patient, not deployed yet. Ended up deploying the express with a sds ultra thin balloon to complete the case." No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The delivery device has not been received for analysis as of the date of this report.